Event description:
It was reported that the user was setting up a replacement ilet and could not pair the existing dexcom g7 sensor because the pairing code was unknown, leading to inability to proceed with ilet setup until the user later obtained or changed supplies; the ilet was paired to the mobile app, and the user was advised on timing of any injection relative to connecting the ilet. Symptoms included hyperglycemia with a fingerstick blood glucose of 537 mg/dl. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.